Event description:
Additional information later reported that per the reporter ¿something happened to the catheter¿ and that was why it was replaced. The reporter did not know how the patient was doing at the time of the report but had not heard anything negative.

Event description:
It was reported that the patient had no response since an implant on (B)(6) 2014, despite aggressive dose adjustments and boluses. It was also noted that the patient had been without baclofen since (B)(6), so withdrawal symptoms occurred. There was no cerebrospinal fluid (csf) on side port aspiration. A surgery was being arranged. The device system was used to deliver baclofen. It was reported that, as of (B)(6) 2014, a revision was to occur on ¿next tuesday.¿ please see manufacturer report # 3004209178-2014-07709 for information regarding previous withdrawal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter sutureless connector found no significant anomaly, analysis found a tear in the seal near the guide ring.